Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that the defibrillator conductor was distorted, the inner tubing was kinked/buckled, and there was blood in/on the helix mechanism. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant, the lead had low r-wave reading and had to be moved after the initial positioning. The helix was retracted, but helix screw was unable to extend again. The lead was not implanted and was replaced with a new one. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant, the lead had low r-wave reading and had to be moved after the initial positioning. The helix was retracted, but helix screw was unable to extend again. The lead was not implanted and replaced with a new one. No patient complications have been reported as a result of this event.